Event description:
It was reported that the patient presented in the hospital for a scheduled procedure. The patient's right ventricular (rv) lead had an increased capture threshold and low out-of-range impedance. The rv lead was explanted and the system was replaced with a leadless pacemaker. The patient was stable.